Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Nurse reported that the insulin pump squirted out insulin during the manual priming process. Troubleshooting could not be performed as the insulin pump was not available at the time of the call. Blood glucose level was not provided. No further information was provided.